Event description:
There appears to be a software bug with the medtronic 670g insulin pump when I try to use the auto mode (one of the devices claims) it continuously loops requiring calibration and blood glucose readings. So far when talking to support only work arounds are given, such as "just ignore the message" or "wait two hours and see if it will work."